Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced advanced evaluation (ae) for urge incontinence. It was reported that the trial patient caught the external neurostimulator (ens) on their pants and thought the lead wire may have become dislodged. It was advised that they contact their clinician for the issue. Follow up information received from the trial patient on (B)(6) 2019 reported that they had pulled on the wire by accident, it had bled a little bit, and they had pulled the padding off. There were no further complications reported or anticipated.